Event description:
It was reported that the user experienced a low glucose reading of 70 mg/dl on the ilet, treated with oral carbohydrates (a few skittles), after which a fingerstick measured 81 mg/dl and glucose was trending upward; the cause of the hypoglycemia was unclear, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution after oral glucose intake. Investigation included user coaching and review of the event to assess potential device-related or use-related contributors. Investigation of this case revealed no device malfunction identified and an undetermined root cause. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.